Event description:
It was reported to manufacturer that communication was not able to be established with a vns patient's device at a routine follow up visit. Troubleshooting performed revealed that the programming wand was the suspect device. The non-working programming wand is expected to be returned to manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.